Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found an external insulation abrasion exposing the outer coil caused by friction to the device can was noted in one location at 7.0 cm to 7.8 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.